Manufacturer narrative:
The initial MDR, 2432235-2020-00314, was submitted on 09-june-2020. Corrected information (09-jun-2020): section g4, date received by manufacturer for the initial MDR was changed to 19-may-2020 from 18-may-2020.

Manufacturer narrative:
The customer contacted siemens to report that a discordant, falsely depressed creatinine (ecre_2) test result was obtained from an atellica ch 930 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse was unable to reproduce the customer's observation that the vacuum for probe 1 was insufficient. The cse ran the sub system auto check for the reaction washer and a full check successfully. The cse replaced the r1-d valve on reaction washer 1 as a preventive measure. The potential cause of the falsely depressed creatinine was the r1-d valve. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
One discordant, falsely depressed creatinine (ecre_2) test result was obtained from an atellica ch 930 instrument. The initial falsely depressed creatinine test result was reported to the physician(s). The same sample was repeated on the same instrument and a higher test result was obtained. The repeat result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed creatinine test result.